Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent a procedure wherein the battery site was revised and the ipg was replaced. No device malfunction was suspected. The patient was reportedly doing well post operatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent a procedure wherein the battery site was revised and the ipg was replaced. No device malfunction was suspected. The patient was reportedly doing well post operatively.